Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a partially cut cable was confirmed by failure analysis. .

Event description:
It was reported that after a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the 8mm mega suturecut needle driver instrument had a partially cut cable. No fragments fell into the patient. The procedure was completed with no reported injury.